Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. The user reported the capsule was retrieved though the patient's mouth, but it is unknown how. There was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for more than 8 years, and was trained by a given representative. It was reported that a vacuum source used was a medela pump and the vacuum pressure before the procedure (with the finger and without) was 90. The physician reported some lubricant was used to facilitate capsule placement, but it is unsure if any lubricant went to the capsule chamber. The delivery system and the capsule will not be returned to given. The physician is not clear to what caused the failure to attach.